Event description:
Director of nursing reports leaking around injection port on arterial chamber, occurring approximately two minutes after initiation of treatment. Blood pump was stopped, lines clamped and arterial line changed. Ebl approximately 75cc. Rn reports no adverse effect to the pt and no intervention required. Treatment resumed without incident. Sample discarded day of incident. MDR filed due to blood loss only.